Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the left femoral artery utilizing ipsilateral approach. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel below the left knee. After crossing a non-bsc wire, a 2.0mm x 220mm x 150cm coyote balloon catheter was advanced for dilatation. However, when the balloon was inflated within the specified pressure, the balloon ruptured. Dilatation was performed with another balloon followed by further dilatation using a non-bsc balloon. The procedure was completed with no patient complications.